Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -09.50/+0.5/011 (sphere/cylinder/axis) into the patient's left eye (os). The lens was reported as low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: b5- "the lens remains implanted and the problem was resolved. Reportedly "the patient is closely monitored. An exchange may be planned in 2023." Claim# (B)(4).